Event description:
Patient experienced asystole during intraoperative stimulation during an initial device implant. This resulted in the surgeon discontinuing the implant. The patient was reported to have no problems after the event. Further information was received that the patient's asystole was caused by a pre-existing patient condition that was exacerbated by vns stimulation. An intraoperative diagnostic test was performed and the asystole occurred. The output current was decreased and a system diagnostic was performed. Asystole occurred again. Several minutes passed (about 10 minutes) and a system diagnostic test was performed again at the decreased output current with the asystole occurring again. The surgeon then determined that the patient was not indicated for vns treatment and the operation was stopped. It was reported that the lead and generator used and not implanted were not available for return. No other relevant information has been received to date.